Event description:
A customer called in reporting that the coulter lh 750 hematology instrument leaked three (3) to five (5)ml diluted blood around the primary needle. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a gown, gloves, and goggles at the time of the event. There was no exposure to mucous membranes or open wounds. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The needle contains blood and diluent during operation and cleaning agent at shutdown. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse inspected the instrument and found the bellows was not draining and spilled onto the immediate area. The fse replaced the needle and tubing and the drain valves, and discovered the vacuum chamber (vc13) was not draining, restricting drain vacuum. The fse corrected the issue, cleaned and decontaminated the immediate area. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications and system validation was documented in customer qc record. Per phone conversation with the fse, the leak occurred due to worn tubing at pinch valve (vl53b). This restricted vacuum to the needle bellows and also to drain vacuum chamber vc13. The cause of the leak is worn tubing. (B)(4).